Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator may have delivered inappropriate anti-tachycaria pacing for a rhythm that may have been atrial fibrillation with rapid ventricular response. However the physician is not sure that the rhythm was not indeed ventricular tachycardia, so it is unclear if the therapy was inappropriate or not. There were no programming changes made and the patient was in stable condition.